Manufacturer narrative:
Device received with intermittent button response due to flattened all button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify excessive no delivery alarm due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer stated the insulin pump alarmed no delivery. The customer's blood glucose was not given at the time of incident. Troubleshooting was completed. The customer stated the insulin pump did not deliver a bolus even after a battery change. The insulin pump will be replaced. The insulin pump will be returned for analysis.